Manufacturer narrative:
(B)(4). Investigation results: one flexiva 200 laser fiber was received for evaluation. Visual examination revealed that the fiber was returned broken. The broken piece measured approximately 96.2 cm from the top of the connector to the break. The remainder of the fiber including the distal tip was not returned. Additional examination of the fiber face within the sma connector under magnification revealed that there was debris on the fiber face and that only a small amount of light was coming through. The condition of the returned device would cause the device to emit insufficient energy transmission during ablation thereby confirming the event. The noted damages indicate difficulty was experienced during the procedure and are likely due to anatomical or procedural factors such as tortuous anatomy or maneuvering of the device. Therefore, a review and analysis of all available information indicated that the most probable root cause is operational context. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation on november 15, 2017 that a flexiva 200 laser fiber was used during a ureteral stone manipulation procedure performed on (B)(6) 2017. Reportedly, the laser unit used was a holmium console. According to the complainant, during the procedure, the laser fiber did not fire when activated. The procedure was completed with another flexiva 200 laser fiber. There were no patient complications reported as a result of this event. This event has been deemed an MDR-reportable event based on investigation results which revealed debris on the fiber face and the fiber was broken.